Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels (exact bg level not provided). It was reported the personal diabetes manager (pdm) was dropped and physically damaged. The patient went to the hospital and is currently still in the hospital at the time of the call. No further information was provided on the patient's treatment or diagnoses.